Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Technical services was contacted and provided troubleshooting options. No magnet response was found. This ICD remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.